Event description:
The facility reported a colleague infusion pump that experienced failure code 807:05. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was patient involvement, but no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.92.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that experienced failure code 807:05 was confirmed during product evaluation. The root cause of this condition was not identified as this unit will be a stay-in device. No repairs were performed at this time.